Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Received a copy of the customer's sus voluntary event report from cdrh which states, ¿rn went to disconnect the IV tubing from the patient as the fluids were discontinued. When she took the tubing out of the pump, she noticed a large balloon had formed at the top of the air-sensing part of the tubing, no harm observed to patient". It was later reported that there were no adverse effects caused to the patient from the event that occurred on the general medical unit.